Manufacturer narrative:
Device received constant no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind due to corroded motor home switch. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor error alarm due to constant no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had pump error alarms. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer states they are unable to rewind the insulin pump and received the pump error alarms. The customer was able to clear the alarm however was unable to rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.